Event description:
It was reported that balloon rupture occurred. The 50-60 % stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. An 8.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres, the balloon burst and leak, and could not inflate. The device removed from the patient and the procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6).